Event description:
The surgery center reported that a laser vision correction patient was presented with vision not clear on both eyes (ou) at 6 week post op exam. The surgery center described the patient was not happy with vision. The chief complaint was vision blurry and vision not as clear as glass contacts. At a one year post op exam, the surgery center reported there was secondary surgical intervention required and the patient¿s symptoms were resolved. The patient was happy and uncorrected visual acuity was 20/25 and will likely improve. Pre-op: bcva from (B)(6) 2013: right eye (od) pre-op 20/20 -8.50 x -1.00 x 5, left eye(os)pre-op 20/20 -7.50 x -1.75 x 0. Post-op: bcva from (B)(6) 2015: right eye (od) post-op 20/20 -.25 x -.25 x 75, left eye (os) post-op 20/20 -.50 x -.25 x 115.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.